Event description:
Info received indicates the siderail controls are failing intermittently.

Manufacturer narrative:
The tech found that both of the head siderail controls would fail depending on the position of the siderail. The tech replaced the head siderail cables to repair the bed.